Event description:
Additional information received reported that the patient had no concerns with her device or therapy, and things seemed ok. It was noted that the patient did not have an appointment scheduled until (B)(6) 2013.

Event description:
It was reported that the patient had back surgery and had a foley catheter in. After the surgery, the hcp turned the neurostimulator back on. A week later the patient experienced a lot of leaking and an overactive bladder. The patient was in a rehabilitation center and could not get past the sync screen when using the patient programmer. It was noted that the patient also often saw the splash screen. The patient planned to get new batteries for the programmer, and then call back.

Manufacturer narrative:
Product ID: 3093-28, lot# v075602, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).